Event description:
Event verbatim [preferred term] two sites of burns on the skin that was under the wrap which became inflamed on the next day/ had slight pain because of the inflammation [thermal burn] , two sites of burns on the skin that was under the wrap which became inflamed on the next day [inflammation] , product got too hot [device issue] , the patient did not control her skin while using thermacare [intentional device misuse]. Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. A 29-year-old female patient started to receive thermacare heatwrap (thermacare flexible use), device lot number not provided, red from (B)(6)2016 14:00 to (B)(6)2016 22:00 at an unspecified dose for temporary muscle pain on right shoulder (no contusion and no swelling visible)/ shoulder pain due to tension (muscle tightness). The patient was not pregnant and not post-menopausal. For medical history, so far the patient did not suffer from allergies, circulation disorders, diabetes or other major health problems. She did not take any medications while using thermacare. On (B)(6)2016, the product got too hot; the patient experienced two sites of burns on the skin that was under the wrap which became inflamed next day on (B)(6)2016. The patient had slight pain because of the inflammation in (B)(6)2016. The consumer placed the wrap with the dark surface to the right shoulder. Shortly after the application the consumer sensed pleasantly developing warmth. When the consumer removed the wrap, she recognized 2 apparent burns on the skin that was under the wrap which became inflamed on the next day. Because of the inflammation and the pain induced by the inflammation, the consumer went to the general practitioner who diagnosed the symptoms as burning with following inflammation. The consumer asked for compensation due to pain which lasted 4 days. At the moment the patient was not under the care of a physician for any medical condition. The patient had a very light or fair skin tone and sensible skin but no skin disease. The patient did never use themacare before but used an unspecified heat product for pain relief once on (B)(6)2016 (without any problems). While wearing thermacare the patient wore a t-shirt, a pullover and a jacket, she did not do any sports then. The patient did not control her skin while using thermacare on (B)(6)2016; she did read the instructions before. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6)2016. Therapeutic measures were taken as a result of events "two sites of burns on the skin that was under the wrap which became inflamed on the next day, slight pain because of the inflammation" and included flammazine-creme. The outcome of the events "two sites of burns on the skin that was under the wrap which became inflamed on the next day/ had slight pain because of the inflammation" was resolved in (B)(6)2016. The outcome of the event "the patient did not control her skin while using thermacare" was resolved on (B)(6)2016. Additional information has been requested and will be provided as it becomes available. Follow-up (06mar2017): new information received from the same contactable consumer included: product data (updated trade name and additional product indication), concomitant drug (none), new event "the patient did not control her skin while using thermacare". Follow-up (27apr2017): this follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: device information (improper use or storage updated to yes) company clinical evaluation comment based on the information provided, the product was too hot and the patient experienced "two sites of burns on the skin that was under the wrap which became inflamed", but "did not check her skin while using thermacare heatwrap". The events described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the product was too hot and the patient experienced "two sites of burns on the skin that was under the wrap which became inflamed", but "did not check her skin while using thermacare heatwrap". The events described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] two sites of burns on the skin that was under the wrap which became inflamed on the next day/ had slight pain because of the inflammation [thermal burn], two sites of burns on the skin that was under the wrap which became inflamed on the next day [inflammation], product got too hot [device issue], the patient did not control her skin while using thermacare [intentional device misuse], , narrative: this is a spontaneous report from a contactable consumer reporting for herself. A 29-year-old female patient started to receive thermacare heatwrap (thermacare flexible use) (device lot number not provided) from (B)(6) 2016 22:00 at an unspecified dose for temporary muscle pain on right shoulder (no contusion and no swelling visible)/ shoulder pain due to tension (muscle tightness). The patient was not pregnant and not post-menopausal. For medical history, so far the patient did not suffer from allergies, circulation disorders, diabetes or other major health problems. She did not take any medications while using thermacare. On (B)(6) 2016, the product got too hot; the patient experienced two sites of burns on the skin that was under the wrap which became inflamed next day on (B)(6) 2016. The patient had slight pain because of the inflammation in dec2016. The consumer placed the wrap with the dark surface to the right shoulder. Shortly after the application the consumer sensed pleasantly developing warmth. When the consumer removed the wrap, she recognized 2 apparent burns on the skin that was under the wrap which became inflamed on the next day. Because of the inflammation and the pain induced by the inflammation, the consumer went to the general practitioner who diagnosed the symptoms as burning with following inflammation. The consumer asked for compensation due to pain which lasted 4 days. At the moment the patient was not under the care of a physician for any medical condition. The patient had a very light or fair skin tone and sensible skin but no skin disease. The patient did never use themacare before but used an unspecified heat product for pain relief once on 05dec2016 (without any problems). While wearing thermacare the patient wore a t-shirt, a pullover and a jacket, she did not do any sports then. The patient did not control her skin while using thermacare on (B)(6) 2016; she did read the instructions before. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on 06dec2016. Therapeutic measures were taken as a result of events "two sites of burns on the skin that was under the wrap which became inflamed on the next day, slight pain because of the inflammation" and included flammazine-creme. The outcome of the events "two sites of burns on the skin that was under the wrap which became inflamed on the next day/ had slight pain because of the inflammation" was resolved in dec2016. The outcome of the event "the patient did not control her skin while using thermacare" was resolved on (B)(6) 2016. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (B)(6) 2017): new information received from the same contactable consumer included: product data (updated trade name and additional product indication), concomitant drug (none), new event "the patient did not control her skin while using thermacare". Follow-up ((B)(6) 2017: this follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: device information (improper use or storage updated to yes) follow-up (17apr2020): new information received from product quality complaints (pqc) group included: product quality investigation results., comment: based on the information provided, the complaints of "product got too hot/two sites of burns on the skin that was under the wrap which became inflamed on the next day/ had slight pain because of the inflammation", and intentional device misuse as described in this case are considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the suspect device and the events cannot be ruled out. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. There is not a complaint trend for any class(es) associated to the suggested key product complaints database terms. In the case narrative, there is evidence of device misuse which most likely contributed to this incident. No further investigations or actions is suggested at this time.

Event description:
Event verbatim [preferred term] two sites of burns on the skin that was under the wrap which became inflamed on the next day/ had slight pain because of the inflammation [thermal burn] , two sites of burns on the skin that was under the wrap which became inflamed on the next day [inflammation] , product got too hot [device issue] , the patient did not control her skin while using thermacare [intentional device misuse] , the patient did not control her skin while using thermacare [device use error] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. A (B)(6)-year-old female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare flexible use) red from (B)(6) 2016 14:00 to (B)(6) 2016 22:00 at an unspecified dose for temporary muscle pain on right shoulder (no contusion and no swelling visible)/ shoulder pain due to tension (muscle tightness). The patient was not pregnant and not post-menopausal. For medical history, so far the patient did not suffer from allergies, circulation disorders, diabetes or other major health problems. She did not take any medications while using thermacare. On (B)(6) 2016, the product got too hot; the patient experienced two sites of burns on the skin that was under the wrap which became inflamed next day on (B)(6) 2016. The patient had slight pain because of the inflammation in (B)(6) 2016. The consumer placed the wrap with the dark surface to the right shoulder. Shortly after the application the consumer sensed pleasantly developing warmth. When the consumer removed the wrap, she recognized 2 apparent burns on the skin that was under the wrap which became inflamed on the next day. Because of the inflammation and the pain induced by the inflammation, the consumer went to the general practitioner who diagnosed the symptoms as burning with following inflammation. The consumer asked for compensation due to pain which lasted 4 days. At the moment the patient was not under the care of a physician for any medical condition. The patient had a very light or fair skin tone and sensible skin but no skin disease. The patient did never use themacare before but used an unspecified heat product for pain relief once on (B)(6) 2016 (without any problems). While wearing thermacare the patient wore a t-shirt, a pullover and a jacket, she did not do any sports then. The patient did not control her skin while using thermacare on (B)(6) 2016; she did read the instructions before. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2016. Therapeutic measures were taken as a result of events "two sites of burns on the skin that was under the wrap which became inflamed on the next day, slight pain because of the inflammation" and included flammazine-creme. The outcome of the events "two sites of burns on the skin that was under the wrap which became inflamed on the next day/ had slight pain because of the inflammation" was resolved in (B)(6) 2016. The outcome of the event "the patient did not control her skin while using thermacare" was resolved on (B)(6) 2016. Additional information has been requested and will be provided as it becomes available. Follow-up (06mar2017): new information received from the same contactable consumer included: product data (updated trade name and additional product indication), concomitant drug (none), new event "the patient did not control her skin while using thermacare". Company clinical evaluation comment: based on the information provided, the reported events thermal burn, inflammation, and device issue, "the patient did not control her skin while using thermacare" as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the reported events thermal burn, inflammation, and device issue, "the patient did not control her skin while using thermacare" as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] two sites of burns on the skin that was under the wrap which became inflamed on the next day/ had slight pain because of the inflammation [thermal burn]; two sites of burns on the skin that was under the wrap which became inflamed on the next day [inflammation]; product got too hot [device issue]; the patient did not control her skin while using thermacare [intentional device misuse]; the patient did not control her skin while using thermacare [wrong technique in device usage process]. Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare flexible use), device lot number not provided, red from (B)(6) 2016 14:00 to (B)(6) 2016 22:00 at an unspecified dose for temporary muscle pain on right shoulder (no contusion and no swelling visible)/ shoulder pain due to tension (muscle tightness). The patient was not pregnant and not post-menopausal. For medical history, so far the patient did not suffer from allergies, circulation disorders, diabetes or other major health problems. She did not take any medications while using thermacare. On (B)(6) 2016, the product got too hot; the patient experienced two sites of burns on the skin that was under the wrap which became inflamed next day on (B)(6) 2016. The patient had slight pain because of the inflammation in (B)(6) 2016. The consumer placed the wrap with the dark surface to the right shoulder. Shortly after the application the consumer sensed pleasantly developing warmth. When the consumer removed the wrap, she recognized 2 apparent burns on the skin that was under the wrap which became inflamed on the next day. Because of the inflammation and the pain induced by the inflammation, the consumer went to the general practitioner who diagnosed the symptoms as burning with following inflammation. The consumer asked for compensation due to pain which lasted 4 days. At the moment the patient was not under the care of a physician for any medical condition. The patient had a very light or fair skin tone and sensible skin but no skin disease. The patient did never use themacare before but used an unspecified heat product for pain relief once on (B)(6) 2016 (without any problems). While wearing thermacare the patient wore a t-shirt, a pullover and a jacket, she did not do any sports then. The patient did not control her skin while using thermacare on (B)(6) 2016; she did read the instructions before. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2016. Therapeutic measures were taken as a result of events "two sites of burns on the skin that was under the wrap which became inflamed on the next day, slight pain because of the inflammation" and included flammazine-creme. The outcome of the events "two sites of burns on the skin that was under the wrap which became inflamed on the next day/ had slight pain because of the inflammation" was resolved in (B)(6) 2016. The outcome of the event "the patient did not control her skin while using thermacare" was resolved on (B)(6) 2016. Additional information has been requested and will be provided as it becomes available. Follow-up (06mar2017): new information received from the same contactable consumer included: product data (updated trade name and additional product indication), concomitant drug (none), new event "the patient did not control her skin while using thermacare". Follow-up (27apr2017): this follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Company clinical evaluation comment: based on the information provided, the product was too hot and the patient experienced "two sites of burns on the skin that was under the wrap which became inflamed", but "did not check her skin while using thermacare heatwrap". The events described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the product was too hot and the patient experienced "two sites of burns on the skin that was under the wrap which became inflamed", but "did not check her skin while using thermacare heatwrap". The events described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] two sites of burns on the skin that was under the wrap which became inflamed on the next day/ had slight pain because of the inflammation [thermal burn], two sites of burns on the skin that was under the wrap which became inflamed on the next day [inflammation], product got too hot [device issue]. Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare heatwrap) from (B)(6) 2016 14:00 to (B)(6) 2016 22:00 at an unspecified dose for temporary muscle pain on right shoulder (no contusion and no swelling visible). For medical history, so far the patient did not suffer from allergies, circulation disorders, diabetes or other major health problems. The patient's concomitant medications were not reported. On (B)(6) 2016, the product got too hot, the patient experienced two sites of burns on the skin that was under the wrap which became inflamed next day on (B)(6) 2016. The patient had slight pain because of the inflammation in (B)(6) 2016. The consumer placed the wrap with the dark surface to the right shoulder. Shortly after the application the consumer sensed pleasantly developing warmth. When the consumer removed the wrap, she recognized 2 apparent burns on the skin that was under the wrap which became inflamed on the next day. Because of the inflammation and the pain induced by the inflammation, the consumer went to the general practitioner who diagnosed the symptoms as burning with following inflammation. The consumer asked for compensation due to pain which lasted 4 days. The action taken in response to the events for thermacare heatwrap was permanently withdrawn in (B)(6) 2016. Therapeutic measures were taken as a result of events two sites of burns on the skin that was under the wrap which became inflamed on the next day, slight pain because of the inflammation and included flammazine-creme. The outcome of the events was resolved in (B)(6) 2016. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the reported events thermal burn, inflammation, and device issue as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. Comment: based on the information provided, the reported events thermal burn, inflammation, and device issue as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.